Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be use related. One stylet wire and t-lock extension set were returned for investigation. The red hang tag was attached to the wire. The distal end of the black pull tab was positioned 12.3 cm from the proximal end of the septum on the t-lock extension set. The core wire was still attached to the black tab. The core wire extended 41.8 cm from the distal end of the black tab. The coil wire was stretched over the core wire. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross section of the core wire was noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The IFU cautions, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of recs2543 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire fell apart upon removal, during the insertion procedure. No other information was provided.